Event description:
Boston scientific received information that during a follow up visit, device memory revealed episodes of noise on the atrial and right ventricular channel. (B)(6) months earlier, interrogation revealed similar episodes of noise had occurred. At that time, the device had been programmed to a less sensitive setting. All measurements were within normal range. Attempts to reproduce the noise were unsuccessful. There were no changes in impedance measurements. A detailed x-ray of the clavicle region and pocket performed did not reveal any lead damage. In addition, the noise could not be reproduced. An internal technical service consultant was contacted. After reviewing all information, a decision was made to perform a lead revision. It was thought this lead was fractured or that the leads were touching each other. There was no pacing inhibition. The patient with this lead has an intrinsic heart rate. No adverse patient effects. Additional information was received: a revision procedure was performed. The pocket was not opened far enough to observe whether there was a lead damage. Although there had been a recommendation that this lead be replaced, the physician made a decision to leave this lead implanted and revise only the associated right ventricular lead. This lead was left implanted and in service.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As there will be no return of product, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information becomes available, this event will be updated.